Event description:
On (B)(6) 2011 the lay user/reporter, the patient's mother contacted animas and reported that the insulin pump would not power on after replacing the battery. On (B)(6) 2011 while the patient was sleeping, the pump gave the "replace battery" alarm. The patient's mother replaced the battery, and tried seven new batteries, but the pump would not power on. The pump did later power on, and the patient's blood glucose level was tested to be greater than 600 mg/dl. The patient experienced the symptoms of nausea and vomiting, and tested positive for ketones. The patient was admitted to the hospital and treated intravenously with insulin. The patient also reported that on (B)(6) 2011 the pump gave the replace battery alarm and she obtained a blood glucose reading of "greater than 500 mg/dl". On that day, the patient experienced no symptoms of high or low blood glucose levels. The patient corrected her blood glucose levels using insulin injections via a syringe. Troubleshooting revealed the battery cap was new, there was no damage or corrosion to the pump and the patient had replaced the battery. The patient allegedly suffered symptoms suggesting severe hyperglycemia after the pump power issue occurred, and she received hospitalization and treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.